Event description:
Clinical study. It was reported that 72 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target vessel reintervention (tvr). The index procedure treated 2 de novo target lesions. Target lesion 1 was a 3.0mm vessel diameter, 18mm long, with mild calcification and mild tortuosity, and 95% stenosis, in the proximal left circumflex artery. The lesion was not predilated. The physician implanted 1 taxus liberte 3x20mm drug-eluting stent (des). This complaint concerns target lesion 2 which was a 2.25mm vessel diameter, 66mm long, with mild calcification and mild tortuosity, and 96% stenosis in the first diagonal branch. The lesion was not predilated. The physician implanted 1 taxus liberte 2.25x8mm taxus des. The patient was discharged 1 day post-index procedure on aspirin and clopidogrel. Seventy two days after the index procedure the patient had a tvr of the first diagonal branch due to in-stent restenosis-distal edge. Pre-treatment, the lesion had 99% stenosis with a timi flow 1. The patient was receiving aspirin and plavix at the time of the event. A taxus liberte stent was implanted. The physician indicated a device relationship was possible. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.